Event description:
It was reported that the left ventricular pacing threshold and pacing impedances have increased gradually over the past six months and the patient is feeling extracardiac stimulation with higher programmed lv outputs. The patient has been scheduled for a consultation but no intervention has been taken yet. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.